Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a permanent out of range signal that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the transmitter (B)(4) that was used with the complaint device was provided for investigation on (B)(6) 2015. The device passed exterior visual inspection but failed global transmitter functional testing. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.